Event description:
A malfunction was reported on a customer's pump. There was no reported adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump; however, the malfunction recurred. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.